Manufacturer narrative:
Further information from the reporter regarding the event, product, and patient details have been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting "burst allergan natrelle implants". This relates to the right device. Device status is unknown.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.